Manufacturer narrative:
Date of event is populated based on bsc's aware date.

Event description:
It was reported that the patient's deep brain stimulator ipg was explanted due to an infection. The center of the ipg site would not heal. The physician is not sure as to what caused the infection. The patient was placed on antibiotics and is recovering. The explanted ipg will not be returned as it was kept by the facility to test for cultures.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient's deep brain stimulator ipg was explanted due to an infection. The center of the ipg site would not heal. The physician is not sure as to what caused the infection. The patient was placed on antibiotics and is recovering. Additional information was received that two lead extensions were explanted.